Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. No issues were noted with the profile of the tip. The device was received with the stent detached from the delivery system. The stent of the device was not returned for analysis. The balloon was evenly folded and was not subjected to positive pressure. The balloon was also found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. There were no issues noted with the devices inner and markerbands. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 20mmx2.50mm, concentric, de-novo target lesion contained <=45 degree bend and was located in the moderately tortuous and moderately calcified right coronary artery (rca). After a 0.014 guidewire has crossed the lesion, predilation was performed. Subsequently, a 24 x 2.25mm taxus¿ liberté¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The physician attempted to remove the stent; however, the distal stent was blocked at the bend of the lesion that was about 40mm next to the ostial rca. During withdrawal, the device was stretched and deformed. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 20mmx2.50mm, concentric, de-novo target lesion contained <=45 degree bend and was located in the moderately tortuous and moderately calcified right coronary artery (rca). After a 0.014 guidewire has crossed the lesion, predilation was performed. Subsequently, a 24 x 2.25mm taxus¿ liberté¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The physician attempted to remove the stent; however, the distal stent was blocked at the bend of the lesion that was about 40mm next to the ostial rca. During withdrawal, the device was stretched and deformed. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.